Event description:
The complainant has reported that a male patient underwent a therapeutic procedure to place an esophageal stent in 2006. According to the physician, neither the proximal nor distal end of the stent appeared to be fully expanded; however, post dilatation of the stent was not performed. An x-ray performed 11 days later and confirmed the stent position. 2 weeks later, evaluation by an anesthesiologist was unable to confirm palcement of the stent. Two days later, the stent was noted to have migrated in to the patient's stomach. Finally, the customer noted that 11 days later, the stent was removed endoscopically.

Manufacturer narrative:
Information supplied in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na the time of submission of this medwatch report to the FDA. This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.